Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable mb isoenzyme of creatine kinase stat(ck-mb) results on their e411 analyzer. The customer provided data for five patients, three of which had discrepant results. The customer stated that all the results were released. The first patient's initial ck-mb result was 15.2 ng/ml. On (B)(6) 2013, the repeat result was 4.38 ng/ml. On (B)(6) 2013, the second patient's initial ck-mb result was 0.3 ng/ml. The first repeat result was 0.3 ng/ml. The second repeat result was 28.5 ng/ml. The third repeat result was 27.7 ng/ml. On (B)(6) 2013, the third patient's initial result was 0.3 ng/ml. The first repeat result was 9.44 ng/ml. The second repeat result was 9.13 ng/ml. There were no reports of any adverse events. The ck-mb reagent lot number was 170570 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined. Additional information needed for investigation was requested but not provided. The calibration and quality control were successful.

Manufacturer narrative:
Additional information was received concerning the event. Patient 1: (B)(6) years, male. Patient 2: (B)(6) years, male. Patient 3: (B)(6), female. The date of the event was actually (B)(6) 2013. For patient 1, the initial result was 4.38 ng/ml and the repeat result was 14.25 ng/ml . The patient's result from the previous day was 15.2 ng/ml. The erroneous results were not reported outside the laboratory and the patients were not adversely affected.